Event description:
Pt underwent cataract surgery in 2001, and implantation of a staar model aq-2017v intraocular lens in the left eye. During the insertion process, the surgeon stated that the lens went through the capsule causing a capsule tear. The lens was removed, an anterior vitrectomy was performed and an another lens was implanted. Preop va was 20/60+4, intraocular pressure was 18mmhg. Pod1 va was 20/200 and intraocular pressure was 19mmhg. Pod2 va was 20/100+2 and intraocular pressure was 19mmhg. Prognosis is "pt is improving and will return for their routine postop exam."